Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ref. (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC disconnect into patient's body. Rn told no blood return from PICC line with leakage, she found PICC disconnect into patient's body. They sent patient to remove it. Patient status/ intervention: remove catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnected catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt catheter were returned for evaluation. An initial visual observation of one photograph showed the catheter tubing was completely disconnected from the connector, which was observed to be assembled. The other photograph showed the two-piece connector attached to a patient¿s skin via a statlock device and a piece of tape, and the catheter tubing could not be seen in this photograph. A small gap was observed between the two pieces of the nxt connector, suggesting the connector may not be fully assembled. No catheter segments could be seen on or within the connector in either of the returned photographs. Use residue was observed on the components in the returned photographs. While the cause of the disconnection between the catheter and the two-piece connector could not be determined from the returned photographs, possible contributing factors include improper/incomplete assembly of the two-piece connector, sharp instrument damage, and over-stretch of the catheter. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that PICC disconnect into patient's body. Rn told no blood return from PICC line with leakage, she found PICC disconnect into patient's body. They sent patient to or to remove it. Patient status/ intervention: remove catheter.